Event description:
It was reported that at a routine follow-up appointment, the patient indicated that this device was almost showing through their skin. Upon examination, the physician confirmed that due to the patient's recent weight loss, the skin around the device was quite taught. The physician was concerned about the risk of erosion and will likely perform a device revision procedure. However, at this time, the procedure has not yet occurred and this device remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that at a routine follow-up appointment, the patient indicated that this device was almost showing through their skin. Upon examination, the physician confirmed that due to the patient's recent weight loss, the skin around the device was quite taught. The physician was concerned about the risk of erosion and will elected to surgically reposition the device to resolve the event. No additional adverse patient effects were reported.